Event description:
Customer reportedly obtained results of 21 mg/dl and 111 mg/dl on advantage system 1 while advantage system 2 produced a result of 186 mg/dl within 10 minutes. Two strip vials of the same lot were used in this comparison. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.